Event description:
It was reported, the patient requested a manufacturer representative be present to turn off his device before knee surgery and turn it back on following. Additional information stated on 2013 (B)(6), the patient came in for reprogramming. Patient had difficulty with their speech. They did not know whether the patient's symptoms had improved after reprogramming. It was stated, the patient spent 10 days in the hospital between (B)(6), exact dates were not known. Reportedly, the patient had an infection with fever and could hardly walk due to parkinson's progression. Patient had surgery while in the hospital and now has a colostomy bag. Location and cause of the infection were unknown. No further interventions had been planned. It was noted as of 2013 (B)(6) the patient was doing well and had recovered from the infection.

Manufacturer narrative:
Product ID 3389s-40 lot# v742347, implanted: 2011 (B)(6), product type lead product ID 3389s-40 lot# v742347, implanted: 2011 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension (B)(4).